Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00286. The pt received his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that the pt only feels stimulation in his abdomen. Efforts to resolve this issue via reprogramming have been unsuccessful thus far. In addition, it was reported that the pt's ipg is moving in the pocket. Follow-up on this matter found that the pt's ipg movement is with soft tissue, and the device has not broken free from the operational sutures. With respect to his stimulation coverage issue, an x-ray has been prescribed to confirm the position of the lead. Another reprogramming attempt will also be undertaken.